Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure on (B)(6), 2011.according to the complainant, the patient had a severe biliary stenosis that was not able to be dilated. During the procedure, the guidewire was advanced through the stenosis; however the stent was not able to cross the lesion. There were no patient complications reported as a result of this event.despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure on (B)(6), 2011.according to the complainant, the patient had a severe biliary stenosis that was not able to be dilated. During the procedure, the guidewire was advanced through the stenosis; however the stent was not able to cross the lesion. There were no patient complications reported as a result of this eventdespite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. The clear outer sheath was slightly kinked at several locations along the length of the outer sheath. Measurement of the outer diameter of the distal end of the device found a maximum outer diameter of 0.104 inch which meets the specification of </= 0.124 inch per product specification. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu states "the wallflex biliary rx uncovered stent system is contraindicated for placement in strictures that cannot be dilated enough to pass the delivery system". However, the complaint states that the stenosis was unable to be predilated and the device was unable to cross the lesion. Therefore, based on the evaluation conduction, the most probable root cause is user/use error.